Event description:
This case was initially received via regulatory authority food and drug administration (reference number: mw5074184) on 12-jan-2018. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("blood clot during cycle") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included metronidazole (flagyl). On an unknown date, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), headache ("headaches"), pain ("body aches"), bacterial vaginosis ("bacteria vaginosis constantly") and dizziness ("dizziness"). At the time of the report, the menorrhagia, headache, pain, bacterial vaginosis and dizziness outcome was unknown. The reporter considered bacterial vaginosis, dizziness, headache, menorrhagia and pain to be related to essure. The reporter commented: an intervention was mentioned but not specified and/or assigned to one of the events. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Case was initially received via regulatory authority (food and drug administration, reference number: mw5074184) on 12-jan-2018. The most recent information was received on 06-sep-2018. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("blood clot during cycle") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included metronidazole (flagyl). On an unknown date, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), headache ("headaches"), pain ("body aches"), bacterial vaginosis ("bacteria vaginosis constantly") and dizziness ("dizziness"). At the time of the report, the menorrhagia, headache, pain, bacterial vaginosis and dizziness outcome was unknown. The reporter considered bacterial vaginosis, dizziness, headache, menorrhagia and pain to be related to essure. The reporter commented: an intervention was mentioned but not specified and/or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2018: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.